Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: exchange sheath and clip applier separation. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during the advancement of the thumb advancer, the exchange sheath and clip applier disconnected at the hub. The sheath was only split approx half way. The device was removed and hemostasis was achieved using manual compression. There were no reported pt sequelae. No additional info was available.